Event description:
Additional information was received that the patient's ipg was replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient ipg displayed the replace generator soon message. It is unknown if the ipg depleted prematurely. Surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.